Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation. Non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that post op of a laparoscopic sigmoid procedure, the patient was taken back to surgery on (B)(6)2010 due to an abscess and leakage. It is unknown how the abscess was drained. During the original procedure, the surgeon oversewed the staple line and used evicel on the staple line. The device was discarded.